Manufacturer narrative:
An event regarding the inability of an insert to lock into a shell involving a trident 0 deg insert 36mm was reported. The event was not confirmed. Method and results: device evaluation and results: the subject liner was returned in used condition with damages consistent with the reported implantation attempts. Minor indentation damage is noted around the back side of the device on the locking face and around the locking rim. This damage appears consistent with misalignment between the liner and shell. Medical records received and evaluation: not performed as no clinical information was provided as there is no indication that the event is related to patient factors. Device history review: review of the device history records indicate that all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the lot referenced. Conclusions: the investigation concluded that the exact cause of the event could not be determined due to the device being returned in a damaged condition. However, there were several indentations that are consistent with the shell not being completely aligned with the insert's final locking position. Also there was indentations on the insert's locking ring which also suggests it was impacted while the liner was not fully positioned. Whether this damage occurred during the initial attempt at impacting the liner or during subsequent attempts can not be determined. It was also concluded that there is no indication the event is related to a manufacturing issue. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that liner would not seat in the psl ha cluster cup properly after trying 5 times. Surgeon opened a 623-00-32d and it seated properly and case completed.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that liner would not seat in the psl ha cluster cup properly after trying 5 times. Surgeon opened a 623-00-32d and it seated properly and case completed.